Manufacturer narrative:
(B)(4). Other devices used: catalog #42512400712, persona vivacit e articular surface, lot #62768660; manufactured at zimmer (B)(4). Catalog #42532007101, persona stemmed cemented tibial component, lot #62833209; manufactured at zimmer (B)(4). Catalog #42540000032, persona all poly patella, lot #62407076; manufactured at zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing crepitus in the operative knee.

Manufacturer narrative:
Product remains implanted in the patient. No devices or photos were received; therefore, the condition of the persona cemented femoral components is unknown. The reported event alleges a symptom rather than a defined device failure. The device history records are reviewed for accuracy and completeness prior to the release of the product. The device history records for this part and lot combination were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. No compatibility issues were noted. This device is used for treatment. The complaint history search performed individually for the part and lot combination for tibial, articular surface, femoral and patella components found no other complaints. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.